Event description:
No thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, pain, swelling, abscess, inflammation, mobility.